Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. After sterilization, the chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The load included dental equipment (size152mm x 75mm) x 78, pin cutter (152mm x 350mm) x1, ortho strip (50mm x 70mm) x1, and metal dish (150mm x 180mm) x31. The load was released. There was no reported infection, injury or harm associated with this issue. This event is reported to the FDA since the load was released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer date: 01/09/2015. Device information - correcting expiration date from unk to 06/30/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4). The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator (ci) disc was gold with brown staining indicating moisture was present on the ci disc at the time of processing. Moisture will react with hydrogen peroxide to cause staining which suggests a broken ampoule. No media remained in the crushed vial. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. Sterrad® performance is also unlikely as the cycle passed and the subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.